Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the atrial lead exhibited high out of range impedance measurements. The device was previously programmed to vvi. The atrial lead then exhibited intermittent undersensing, resulting in incorrect device discrimination and the delivery of inappropriate high voltage therapy. The device was reprogrammed and was left in vvi mode. The lead remained implanted.